Event description:
It was reported that the pt experienced stimulation in the left flank instead of left leg. X-ray suggested lead migration. Re-programming the device resolved the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.